Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 76 mg/dl. It was also stated that the customer's hands were a little wet prior to the event. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces and severe scratches on display window. No button error alarms and no moisture damage was found on electronic or motor assemblies. The insulin pump has cracked battery tube threads, missing end cap sticker and broken reservoir tube lip.